Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope due to damage on objective lens, the screen turns white with no image. (It never returns to normal) and damage on objective lens, a foggy image occurs. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus determined the cause was likely to have occurred due to damage on objective lens, the screen turns white with no image. (It never returns to normal.) However, a definitive root cause could not be established. In addition, the root cause could not be identified. Based on the results of the investigation, olympus determined the cause was likely to have occurred due to damage on objective lens, a foggy image occurs. However, the most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling leading to material degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.